Event description:
On (B)(6) 2014, the customer reported based on information received from their sales representative, ths patient's lead was capped on (B)(6) 2014 because it was fractured. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 8 years, 2 months.

Manufacturer narrative:
The lead was capped, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if additional information becomes available. No allegation that our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.